Event description:
This is filed to report tissue damage. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped both leaflets without issue. A decision was made to stress the valve by increasing the patient's pressure. However, during the test, a jet appeared indicating a possible leaflet injury. Therefore, the clip was implanted on the medial side of the a2/p2 instead of the lateral part. The tissue damage was left untreated. One clip was implanted, and mr remained at 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported leaflet injury appears to be due to procedural conditions. The reported mitral regurgitation (mr) appears to be a cascading event of the leaflet injury. Additionally, tissue damage and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.